Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This report is for unknown screw, unknown quantity, unknown part and lot. (B)(6). This is a veterinarian complaint. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following journal article, behrends,d., gao, c., henderson, j, et all (2015). ¿characterization of a pre-clinical mini-pig model of scaphoid non-union¿. Journal of functional biomaterials (6, 407-421). (B)(4) article. This is a (B)(4) study of a mini pig animal model of scaphoid fracture repair. In this study, two different methods of fracture repair were used on mini pig animal models to determine potential models of therapeutic treatments for scaphoid fractures and non-unions. A dense collagen biomaterial gel with delayed fixation was used in comparison to an immediate fixation with a synthes unknown 20mm threaded titanium headless compression screw. Animals had a defect scaphoid fracture created on both right and left sides; the left side was treated immediately with internal fixation with the synthes screw and the right side was treated with the collagen biomaterial gel spacer and no fixation. After 7 weeks of healing a second surgery was performed on the right side originally filled with biomaterial spacer and internal fixation was performed with the synthes screw. After 19 weeks of healing, x-rays determined the delayed fixation showed non-union of the right side radiocarpal bone in all animal models. The delayed fixation resulted in soft tissue growth along the length of the screw. This veterinarian (B)(4) study was completed in (B)(4). A copy of the literature article is attached to this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown synthes screw and refers to the non-union.